Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a patient with perforation at the incision site of the ring during surgery on an unidentified eye. The surgeon implanted the ring and sutured the incision. Additional information has been requested.

Manufacturer narrative:
Additional information provided in a.1., a.2., a.3., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the surgery date, on the eighteenth february twenty-twenty four confirming device met specifications as per service installation record. The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The energy was stable during the whole day. The logfile shows five successfully performed treatments. The reported treatment could be identified in the logfile. The treatment of the patient's right eye was finished successfully without any issue. No relevant deviation between planned and performed energy is detectable for the reported treatment. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified during logfile review. The system was working within specification. Treatment report, optical coherence topography measurement post-op) and topographies (pre and post-op) have bee provided. Based on above mentioned documents it can be concluded that user did not follow the recommendation for the depth if the ring cut. Procedure manual and user manual specifies that hundred and one twenty five microns is the minimum required distance between posterior corneal surface and the stromal bed cut, using the thinnest pachymetry as reference. This value was defined to avoid possible endothelial cell damage, due to the planar laser energy exposure and the impact of the disruption shock wave. Clinical bulletin sixty one also describes the recommended safety margin of more than and one twenty five microns from the thinnest point. Pachymeter measurements prove the thinnest point was at four hundred and sixty nine microns whereas the planned depth of the cut was four hundred microns, leaving only approximately sixty nine microns residual distance to posterior corneal surface. The root cause could be identified as user error, not complying with the recommended cut depth, specifically not following the instructions in the user manual and clinical bulletin by cutting in a depth where the resulting distance between endothelium and stromal bed is cut below the minimum. The thickness of the flap was thinner than the recommended flap thickness. The root cause can be concluded as user error. The manufacturer internal reference number is: (B)(4).